Event description:
The head of the repositioning pin came off in the pt's mandible while the surgeon was trying to manipulate the mandible in multiple directions. The head of the pin was left in the patient's chin.

Manufacturer narrative:
Na